Event description:
It was reported that an edwards aortic valve was explanted due to endocarditis after an implant duration of 43 days. Patient presented at hospital with shortness of breath, sepsis and elevated temperature. Operative report indicates patient was diagnosed with a protcus uti, prosthetic valve endocarditis and aorto-atrial fistula, and underwent aortic root replacement, repair of aorto-atrial fistula, mitral valve replacement, vein graft to the right coronary artery x2, and vein graft to the left anterior descending. Operative report also indicates upon transferring patient to intensive care unit, blood pressure dropped, svo2 dropped, and was in fibrillation. Patient was eventually declared dead after failed attempts. There has been no information to suggest an edwards' device relationship to patient's death.

Manufacturer narrative:
(B)(4) = bioprosthetic vegetation. Evaluation: method = no device returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device was traced back to its sterility lot, and the complaint database indicates no other infection/sterilization related reports on any devices processed under the same sterility lot of the subject device. The device was requested for evaluation, however, the user facility has declined its release. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.